Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that on (B)(6) 2020 the patient reported resolution of their symptoms. The event was considered resolved without sequelae on that date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-may-28 the pump was reprogrammed where the intrathecal (it) rate was decreased. The event date was updated to (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 0.5 mg for a total dose of 0.35009 mg/day and bupivacaine 30 mg for a total dose of 21.00513 mg/day via an implantable pump. It was reported on (B)(6) 2019 the patient reported right upper extremity numbness after standing for a long period of time. The patient denied numbness following personal therapy manager (ptm) activations. The pump was reprogrammed where the intrathecal rate was decreased 15%. On (B)(6) 2020 a dye study was ordered as numbness persisted. On (B)(6) 2020 the catheter was intact, but there was evidence of pooling on the left side of the catheter tip indicating a potential blockage/catheter occlusion. The catheter required a revision. On (B)(6) 2020 the patient's catheter revision will be scheduled when surgical restrictions are lifted secondary to covid-19. The outcome of the event was noted as ongoing. The clinical diagnosis was intrathecal (it) medication side effects. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2019. No further complications were reported.